Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 05 may 2025, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The user received a sensor replacement alert on (B)(6) 2025, day 129 after insertion. The RMA was authorized for the return of the sensor for further investigation. Visual inspection of the returned sensor identified missing hydrogel, which was likely caused by excessive force during the removal process and deemed unrelated to the user's complaint. In-house testing of the returned sensor showed no issue with sensor functionality. A review of dms data revealed reference channel instability, resulting in glucose data blinding in affected regions. This instability could not be reproduced during returned product analysis testing, which can occur in cases where the failure mode that presents itself in the body is not reproduced in the lab. Additionally, communication issues due to an electronic anomaly contributed to further data blinding. The combination of these two factors ultimately led the system to assert a sensor replacement alert. As part of the resolution, a sensor replacement was offered to the user. B4. Date of this report 03 august 2025. G3. Date received by the manufacturer? 03 august 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.